Manufacturer narrative:
One device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested by connecting the two-piece male luer of the continu-flo sample with the one-link. The device was unable to be consistently connected and would pop off when attempting to connect. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set disconnected from a baxter primary set. The reporter stated that the sets disconnected on their own. This occurred during testing. There was no patient involvement. No additional information is available.